Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system drawers failed to respond, and drawer map appeared on the screen during a case. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 was malfunctioned, did not respond when opened and no error code was displayed on the screen. A technical support specialist (tss) reviewed the logs, dialed into the station, checked the storage space configuration and found that both drawers 2.1 and 2.2 were not set up. The tss then provided guidance to the customer on how to configure the drawers, including accessing manage map, selecting and unlocking the drawer, creating the required pocket space by tapping an empty pocket, assigning the medication, setting the maximum/minimum/quantity and other necessary attributes, and loading the medication by entering the quantity and expiration date before closing the drawer. Further, the customer confirmed that the issue was resolved as per the guidance. The system functioned as intended after the technical support specialist investigated and assisted the customer with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system drawers failed to respond, and drawer map appeared on the screen during a case. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.